Event description:
I have used amo complete moisture plus with my contact lenses for the past 13 months. During this time, I have experienced redness, irritation, the feeling of something in my eye and blurred vision while wearing my contacts. I wear my contacts 1-2 times per week. The symptoms subside when I remove my contacts. Because of the discomfort, I have avoided wearing my contacts for more than 6 hours at a time, or during consecutive days. Dates of use: approx one month in 2007. Diagnosis or reason of use: contact lens care. Event abated after use stopped : yes, event reappeared after reintroduction: yes.